Event description:
Attorney alleges the patient was implanted with a sprint fidelis in 2006, and suffered physical and other injury as a result of the recalled lead. It is further alleged that in 2007, patient "experienced a series of inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including, but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead." Attorney also alleges as a result of the lead, the patient "sustained and will continue to sustain severe physical injuries and/or death, loss of consortium, severe emotional distress, mental anguish." Review of manufacturer's database verified patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. It was later reported by the patient that his lead would need to be replaced. Review of manufacturer's database revealed the information had been updated to reflect the fact that the patient was not deceased. Follow up with manufacturer's representative reported the only information available to him is that the lead has not yet been replaced.

Event description:
Attorney alleges the patient was implanted with a sprint fidelis in 2006, and suffered physical and other injury as a result of the recalled lead. It is further alleged that in 2007, patient "experienced a series of inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead." Attorney also alleges as a result of the lead, the patient "sustained and will continue to sustain severe physical injuries and/or death, loss of consortium, severe emotional distress, mental anguish."

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem.the cause of death has been researched but has not been received.